Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing on a colectomy functional end to end anastomosis, the reload was connected to the handle, the colon tissue was placed on the jaws of the reload and the handle was squeezed and the black return knob was pulled to check the opening and closing, but the handle was too stiff to be squeezed like it was locked. Therefore, a new reload was used instead and it was able to be used without problems. No injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.